Event description:
It was reported that the customer experienced hyperglycemia while using the ilet and contacted support to perform a factory reset at the recommendation of the healthcare provider; the ilet was reset and successfully paired with the app, and the customer reported using meal entries to correct highs and using usual meals less than half the time, with blood glucose reaching 251 mg/dl before the reset. Symptoms included hyperglycemia without reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or affected device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.